Event description:
It was reported that there was difficulty in removing the stent and a shaft break occurred, necessitating additional intervention. The target lesion was located in the mildly tortuous and moderately calcified vein graft. Pre-dilation was performed with a non-boston scientific balloon. During the procedure, a 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment; however, when the stent delivery system was deflated, difficulty was encountered in removing the stent. Subsequently, during attempts to pull out the stent, the shaft was broken, leaving a portion of the stent inside the patient's body and the patient underwent coronary artery bypass grafting. A snare was attempted, and the device was successfully removed. The procedure was completed, and the patient remained stable post-procedure.